Event description:
A (B)(6) yr old male underwent st jude dual chamber permanent pacemaker placement in 2010. Pacer interrogation in 2014 indicated right ventricular lead malfunction. He was taken to or for lead revision: right atrial and right ventricular lead removal, pacemaker removal and implant new dual chamber pacemaker.